Event description:
The following was reported to gore: on (B)(6), 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2023, a stenosis and kink of the ipsilateral leg of the trunk ipsilateral leg in the left limb was observed. On (B)(6), 2023, a reintervention was performed. A gore® excluder® aaa endoprosthesis (contralateral leg) was implanted to reline the left leg. The physician stated that the stenosis occurred due to the patient vessel anatomical issue. Reportedly, the patient's artery had kinked before the initial procedure and the ipsilateral leg was implanted in the kinked artery.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.